Event description:
Product issue has been reported on our linear accelerator's subassembly (beamshield), which is mounted to the gantry structure. It has been reported that the beamshield deployed without command after the completion of an autoquencing treatment. No injury was reported. We have discovered that the control console system was erroneously asserting the beamshield motion enable. Upon initial review of this incident, a reporting decision was performed which evaluated the repercussions if this malfunction was to recur. As a serious injury appeared unlikely, this issue had been deemed not reportable. However, as a result of re-evaluation of this incident, a decision has been made to report this issue in the abundance of caution. It is important to note the root cause has been identified and the affected site has been corrected via an update. The defect has been contained to two machines and the second machine has been corrected prior to shipment.

Manufacturer narrative:
Results: design: sw/fw implementation error.